Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument wouldn't close, and the wire was broken. The procedure was completed with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument underwent complete external and internal visual inspections with no issues detected. It was placed and driven on an in-house system where it passed recognition and engagement tests and exhibited full range of motion in all directions. The instrument blades opened and closed properly, and it passed both electrical continuity and energy delivery tests. No motion-related issues or damaged cables were identified during the failure analysis. No product issue was found. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the log for the product (470179-23/k13250123-0697) associated with this event was performed. Per logs, the product was last used on -2025 on system sk8166 by georg kammerer in a inguinal hernia - bilateral surgical procedure. The product had 2 uses remaining after last use. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Correction(s): d4: lot number: k10250226 0626. D4: unique identifier (UDI #): (B)(4). H4: device manufacture date: 02/26/2025. H8: was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the customer, "this the complained scissors that I have been told should be reported as damaged. Could of course be the wrong scissors sent to you."

Event description:
Refer to h11 for follow-up information.